Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a repair of umbilical hernia with mesh, the patient returned three days later with small bowel obstruction and was hospitalized. Laparoscopic enterolysis, removal of mesh and closure of fascial defect and placement of another manufacturer's adhesion prevention barrier was done.